Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device showed a rapid battery longevity decrease in a short period of time. Upon analysis from the device data, it was discovered that the device was depleting normally. The change was due to an increase in signal processing of a continual atrial fibrillation (af). The power consumption was stable with the af condition, and the longevity is accurate at this point. No adverse patient effects were reported.